Event description:
It was reported that an unexpected increase in estimated battery longevity was observed on the device after reaching normal elective replacement indicator (eri) voltage level. The device was replaced during a normal device replacement procedure. The patient was in stable condition.